Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 with chest pain. The patient's implantable cardioverter defibrillator delivered inappropriate shock due to supraventricular tachycardia with rapid ventricular response. The device was re-programmed on (B)(6)2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate shock due to supraventricular tachycardia with rapid ventricular response. The device was re-programmed on (B)(6) 2019. The patient was stable.